Manufacturer narrative:
(B)(4). Upon device return, analysis found that the packaging for the pump had a compromised sterile seal.

Event description:
It was reported that prior to implant of the pump, the pump was handed off to the nurse and the cover from the pump was open. They could not be sure that the pump was sterile. They could determine if the pump was open when coming out of the box or if someone in the room had opened it. The pump was not implanted and was returned to the manufacturer. No patient symptoms occurred as the pump was not implanted. Additional information reported that the corner of the packaging looked as if had been opened prior to use. There were multiple nurses working at the time and the environment was chaotic. It was possible that one of the nurses had opened the packaging; however, no one remembered doing so. The manufacture representative checked for evidence of condensation and did not see anything. There was no other evidence of damage or other abnormalities noted. It was later reported that there was a possible non-sterile pump due to mispackaging. The pump was not implanted. The patient recovered without sequela.